Event description:
One of five units owned by account, allegedly injured a patient, which required the hospital to fill out an incident report.

Manufacturer narrative:
Hospital returned five dermatomes for service as they were not sure which one was involved in the incident. Three of five dermatomes sent in by hospital for evaluation have not been maintained according to recommended pm and recalabration recommendations.